Event description:
It is reported on (B)(6) 2013, during an orif procedure of the proximal humerus the electric pen drive did not function properly. Reportedly when the device is plugged in it works intermittently and product movement is limited. No further information is available. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records reports the following: this DHR review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service centre. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the electric pen drive drill operates intermittently was confirmed. The unit was tested and did not start up when power was applied. This is most likely due to immersion during cleaning. (B)(4).

Event description:
It was reported there was approximately 5 minutes delay in the surgery due to reported event.

Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date is performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacturing date is unknown. (B)(4).